Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, arthrex was notified of a study published by the journal of orthopaedic surgery and research for ¿does syndesmotic fixation technique impact complication rates and functional outcomes measured by promis scores following operative repair of ankle fractures? ¿this study investigates which repair technique, transyndesmotic screws, suture button (sb), and suture tape augmentation (sta), results in fewest complications and best functional outcomes measured by patient reported outcome measurement information system (promis) computerized adaptive tests (cats) of physical function (pf) and pain interference (pi). As a result, there were nine screw complications, 5 of which resulted in degenerative joint disease, and four resulted in syndesmotic malreduction. There was one failure of the suture button for degenerative joint disease.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The reported failure is most likely due to a patient-specific event, specifically a foreign body reaction or foreign body sensitivity. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.